Event description:
Procedure: bowel resection. Reportedly, the device was applied a staples did not fire on tissue. The surgeon noticed a staple in the jaw and thought the instrument had fired. The tissue was then transected and bleeding occurred. The surgeon had to hand suture to complete the procedure.